Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb. In addition, we confirmed that the control body had fluid damage, the forward body frame had fluid damage, the biopsy inlet t-piece had fluid damage, the ocular had coating damage, the insertion flexible tube (ift)was broken, the insertion flexible tube (ift) buckled, the side body cover crushed, the root brace rubber steel braid piercing and the objective cover lens the impurities or filth is attached on the scope or camera; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).